Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the tenth sealing, after time-out; after about 20 minutes of using, the surgeon pointed out that there was foreign material. The foreign material was about 2 mm square, and it was collected. The exact tip was checked, and it was confirmed that it was missing. The part fell into the patient's cavity and was retrieved. The generator and the foreign material were collected, and a new generator was used. No patient harm.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip fractured on one jaw. The broken piece was returned. The reported condition was confirmed. The radio frequency identification (rfid) logs taken from the device indicate the product was used on an generator. The device was investigated with the help of engineering who concluded that the plastic tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device's mechanical function, jaw gap, and closed-circuit resistance were all evaluated and found to be within specification. The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the tenth sealing, after time-out; after about 20 minutes of using, the surgeon pointed out that there was foreign material. The foreign material was about 2 mm square and it was collected. The exact tip was checked, and it was confirmed that it was missing. The part fell into the patient's cavity and was retrieved. The generator and the foreign material were collected, and a new hand instrument was used. No patient harm.